Manufacturer narrative:
(B)(4). Batch #t5ec29. Investigation summary: the analysis results found that the ats45 device was received with no apparent damage and with a 6r45b cartridge loaded on the device. The returned reload was partially fired (B)(6). The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The staple line and cut line were complete and the staples met the staple form release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The condition of the reload indicates that the device's firing cycle was interrupted. When firing the device, make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Additional information was requested and the following was received: email per hcp from (B)(6) 2020: "did the device deliver any staples? No. If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? No. If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? No. If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Is the current patient status known? No harm to patient. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No."

Event description:
It was reported that during an unknown procedure, the device didn't cut or staple, although there was no difficulty opening the device. It is unknown how the case was completed. There were no patient consequences. No additional information is available at this time.